Manufacturer narrative:
Additional information regarding treatment details and the recipient's status will not be provided due to patient privacy laws. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced device extrusion due to scratching the implant site. The recipient device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This version of the ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.